Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a meniscal tear procedure, the needle broke when attempting to use the device. The suture passed through fine. A one and a half inch part of the suture was frayed. The suture snapped at that point. It frayed about an inch into the incision and it failed as the pre tied knot was attempted to be slid.